Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows: connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). For issue reporting under the infusion set. It was reported that the customer experienced high blood glucose and was hospitalized, with blood glucose reading "hi" in the meter at the time of the incident. The customer 's blood glucose level at the time of the call was unknown. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer and their physician claimed that the pump was not delivering basal insulin. The insulin pump will be returned for analysis.